Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose and sensor glucose readings. Review of available sensor data in the data management system indicated that the system was performing within expectations, with sensor glucose values aligning with blood glucose trends. Observed differences were consistent with expected lag between bg and sg inherent to the sensing technology and calibrations entered during periods of rapid glucose change. The user was advised to continue using the system and to enter calibrations using true blood glucose meter values when glucose levels are stable. Customer care attempted to communicate the escalation findings; however, the user was unresponsive to follow-up attempts. Per data management system review, the system remains in active use with up-to-date information. No device malfunction was identified, and no further investigation was required.